Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer may have mixed supplies and was uncertain if the empty cartridge was loaded. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 398-399 mg/dl. In addition, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer may have mixed supplies and was uncertain if the empty cartridge was loaded. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.